Event description:
Patient was implanted with invance sling on (B) (6) 2005. On (B) (6) 2010 the slings were removed due to infection. The screws were left in the patient. Patient was not re-implanted. No further information was obtained.